Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The device was found to be out of specification to relation to the reported symptom, which was unable to be reproduced. System error 322 alarms were confirmed and were determined to be caused by loose link screws. The upper and lower auxiliary assemblies which contains the loose link screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door close/set loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.